Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the heart button on the patient activator associated with the implantable cardiac monitor was pressed nothing happened. The battery was replaced and still the button did not work. The patient was given another activator that functioned normally. No patient complications have been reported as a result of this event.